Event description:
A patient reported a painful tingling, numbness, and electrical shocking type of sensation in his right hand in 2 or 3 fingers, in his little finger and index finger all the time. The patient suspects this may be due to having a stroke. The patient also reported he experiences numbness and tingling when he sits down or stands up going up and down his legs both feel like they going to give out. The patient noted he has to push up off the stool and has to stand up straight and shake his legs out in order for this to go away. The patient added he is not sure if the device is even functioning any longer. The patient also noted he was a penile implant that is no longer working and that he has prostate cancer. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.